Event description:
It was reported that during an implant attempt the seal tip fell off the lead while prepping it. The lead was not used. It was also reported that while attempting to implant another lead, the guidewire became stuck inside the lead after suturing the lead down. The guidewire broke when trying to withdraw it. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and there was damage to the tip electrode. It was noted that the lead appeared damage at implant. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood/body fluid on the outer tubing overlay.